Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, convulsion, clonic treated with discontinued use of insulin delivery system, emergency medical services, hospitalization: overnight stay, discontinued use of insulin delivery system, other. The customer reported a blood glucose value of 38 mg/dl when hospitalized and emergency medical services was 75 mg/dl. The event involved product(s) mmt-397a, mmt-1884, mmt-7040a, mmt-332a. The customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer is not within range. The explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-397a. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-332a.

Event description:
Updated summary: it was reported that emergency medical services were dispatched, declined treatment and transport, and was taken to the emergency room by their family later due to hypoglycemia. Blood glucose when ems called was 75 mg/dl. Blood glucose when taken to ER by family was 38 mg/dl. They alleged the sensor was not reading accurately. When asked what led to the event the event customer had earlier "episode" where they had collapsed to floor and was convulsing where they had injured head and arms. It was noted the user had episodes of convulsion but initially no lbg. User went off the pump at the emergency room and went on intravenous [fluids]. Sensor glucose at the emergency room was 211 mg/dl. User was also taking tylenol.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. Updated information has been provided in section h6(hecc, heic) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.